Event description:
The manufacturer's representative reported that the device was removed due to infection after an implant duration of 5 weeks. The patient does not have meningitis. The signs and symptoms of infection were redness, swelling, drainage and pain. The primary location of the infection was the lumbar region. Cultures of the device pocket, lumbar region, cerebrospinal fluid and blood were obtained and staph was isolated. The patient was treated with intravenous and oral antibiotics. The infection resolved. The pump contained dilaudid; patient did not have drug withdrawal. The patient had additional risk factors of uninary tract infection and post-op wound or skin contamination.